Event description:
It was reported that during a thyroidectomy procedure, the device was not grasping tissue and not coagulating well. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. It was found that the blade was damaged with scratches. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device; no issue related with tissue pad or cutting. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.